Event description:
It was reported that during a ptca procedure, a dissection occurred. The lesion being treated was located in the proximal obtuse marginal (om). The ultra2 cutting balloon was inflated 3 times, for 5.7 to 7.1 atms for 26-57 seconds. A dissection was then noted. A maverick2 3.0 x 20mm balloon was inflated at the dissection site 5 times, 2.2 to 6.9 atms for .06 to 1.37 seconds. The procedure was completed with no complications reported. It was noted that at a later time to patient was brought back into the cath lab for chest pain. Following an angiogram no further intervention was done, and the chest pain subsided. Patient status has been reported as fine.

Manufacturer narrative:
The complaint source confirmed that the product for this complaint had been disposed, therefore, no analysis was possible. A device history records review has been carried out on lot eg1168 where no deviations in relation to this complaint were noted for this batch. A root cause could not be determined as the device was not returned for evaluation.